Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were not performed or reported. The fse replaced several ion-selective electrode module parts and decontaminated the system. Although the system was decontaminated and several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported that erroneously sodium, calcium, chloride and co2 results were generated by the unicel dxc 600i synchron access system. The samples were retested on the facility's back-up system and the results obtained were within expectation. No erroneous results were reported out of the lab. There is no report of any change to the pts' care or treatment. There are no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.